Event description:
It was reported that the patient presented with syncope and this implantable pacemaker was found to be in safety mode. The patient was transferred to the hospital for an emergency device replacement. It was noted the patient experienced several syncopal events greater than three seconds while waiting for the device replacement procedure. This device was replaced successfully with no patient complications recorded, using the existing leads implanted. The explanted device is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Device was cut open prior to me receiving it for analysis. The device could not be interrogated and was exhibiting no pacing pulses. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that the patient presented with syncope and this implantable pacemaker was found to be in safety mode. The patient was transferred to the hospital for an emergency device replacement. It was noted the patient experienced several syncopal events greater than three seconds while waiting for the device replacement procedure. This device was replaced successfully with no patient complications recorded, using the existing leads implanted. The explanted device is expected to return for analysis. No additional adverse patient effects were reported. The product returned for analysis.

Event description:
It was reported that the patient presented with syncope and this implantable pacemaker was found to be in safety mode. The patient was transferred to the hospital for an emergency device replacement. It was noted the patient experienced several syncopal events greater than three seconds while waiting for the device replacement procedure. This device was replaced successfully with no patient complications recorded, using the existing leads implanted. The explanted device is expected to return for analysis. No additional adverse patient effects were reported.